Event description:
Information was received from a manufacturer representative regarding a patient being implanted with a neurostimulator (ins). It was reported that there was a lead issue, high impedance, 0 electrode was >40,000. Lead was switched and placed in the other port to see if the results were reproduced. When in the 8-15 port, the 8 electrode was out. When in the 0-7 port the 0 electrode was out. Physician elected to leave the lead implanted with the one contact >40,000 rather than replacing the lead.

Manufacturer narrative:
Continuation of d10: product ID: 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 03-sep-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.